Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1249 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted (lot no. B82471, b82474) for female sterilisation. The patient had a medical history of parity 3 and multi gravida. Previously administered products included: depo provera. The patient had a family history of stroke and diabetes. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1223 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: ap only view of the pelvis demonstrates prosthetic devices. There is bilateral tubal occlusion. [Pathology test] on (B)(6) 2017: preoperative diagnosis: high grade squamous intraepithelial lesion on cytologic smear of cervix. Procedure: conization and btl. Specimen: transformation zone at 12 o'clock; fallopian tube, right; fallopian tube, left. Diagnosis: uterine cervix, cone biopsy: squamous intraepithelial lesion, high grade, cin3, carcinoma in situ (h-sil) h-sil touches cauterized endocervical surgical margin ectocervical margins are clear of h-sil. Right fallopian tube: benign identified fallopian tube. Left fallopian tube: benign identified fallopian tube. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Lab data (surgical pathology report), lot number, medical history, concomitant condition, reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted (lot no. B82471, b82474) for permanent contraceptive tubal implant. The patient had a medical history of parity 3 and multi gravida. Previously administered products included: depo provera. The patient had a family history of stroke and diabetes. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1223 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) the patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: ap only view of the pelvis demonstrates prosthetic devices. There is bilateral tubal occlusion [pathology test] on (B)(6) 2017: preoperative diagnosis: high grade squamous intraepithelial lesion on cytologic smear of cervix. Procedure: conization and btl specimen: a. Transformation zone at 12 o'clock b. Fallopian tube, right. C. Fallopian tube, left. Diagnosis: a. Uterine cervix, cone biopsy: squamous intraepithelial lesion, high grade, cin3, carcinoma in situ (h-sil) h-sil touches cauterized endocervical surgical margin ectocervical margins are clear of h-sil. B. Right fallopian tube: benign identified fallopian tube. C. Left fallopian tube: _- benign identified fallopian tube. Batch no~b82471 production date~2013-10-11 expiration date 2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1249 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.